Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and shortness of breath. It was noted that the right ventricular (rv) lead exhibited an increase and variation in threshold measurements and eventually became out of range into high measurements. Intermittent loss of capture was observed. The lead remains in use. No further patient complications have been reported as a result of this event.